Event description:
On 5/5/97 the pt underwent a transurethral prostatectomy in a private hosp. The pt had been diagnosed with myelodysplastic syndrome (mds). Due to severe bleeding postoperative the pt was transfused on 5/9/97 with several blood products: at 15 hours one unit of singled donor platelets which had been collected with the amicus kit was transfused. At 16.30 hours an unspecified unit(s) of fresh frozen plasma was transfused. At 17.15 hours 2 units of packed red blood cells were transfused. The second unit of packed red blood cells transfusion was discontinued after 30 minutes because the pt developed a fever (39.1 c), tachycardia (140 beats/minute), became hypotensive (systolic 82), developed dyspnea and angina pectoris. The pt had to be transferred to the intensive care unit (ICU) where the pt was diagnosed with a cardiac infarct.blood cultures on the pt were negative. The pt had received prophylactic bactrim antibiotic preoperative. The pt fully recuperated and was released in good condition from the hosp on 5/30/97.